Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an interrogation of the device while still in its packaging revealed the device was at end-of-service. The device was not used. There was no patient involvement.